Event description:
A customer obtained a negatively biased total b-hcg result on one pts sample. The vitros undiluted results was 540 miu/ml and retest result was 514 miu/ml. The same sample was tested by an alternate method and gave a result of 900,000 miu/ml. A bias of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.